Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx bifurcated stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned approximately 4 years post index procedure where physician observed a type ia endoleak. The physician elected to re-intervene by relining with an ovation graft. Upon snaring of the contralateral wire of the ovation graft, it was noticed that the wire was snared around the delivery system. The wire was released and re-inserted and snared and the rest of the procedure went as expected, successfully resolving the type ia endoleak. As of the date of this report there have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type 3b (breached) of the cuff. Clinical evaluations was unable to find substantial evidence to support the following reported type IV leak .the most likely cause of the compromised stent graft integrity, type 3b, of the cuff (breached) was the use of the strata material. Reportedly, the patient was in stable condition post the repair procedure. To date there has been no reports of further negative patient sequalae.a root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. The manufacturing lot evaluation confirmed all devices met specifications prior to release. Device remains implanted patient and were not returned .endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Corrected data: primary device updated.

Event description:
On may 03 2018 the representative confirmed a secondary procedure that was performed on an unknown date with a non-endologix stent.